Event description:
Disorder of (B)(6). The taper lock was irremovable which was attaching stem and sleeve. The lock was not opened even the doctor had bumped minus driver at median center of stem and sleeve. Finally the thighbone was divided vertically and removed the device. The surgery was delayed over 30 min.

Manufacturer narrative:
Additional narrative: further information identified part/lot and this product is not sold in the u.s.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.